Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user experienced sustained hyperglycemia with blood glucose (bg) levels greater than 400 mg/dl throughout most of the day. The highest recorded bg during the event was 600 mg/dl. On (B)(6) 2025, the user sought emergency medical care and was admitted to the hospital but discharged themselves later that night. Immediate symptoms included nausea. The user reported that they were not using the ilet system at the time of the call and planned to replace insulin delivery supplies (infusion set, luer adapter, and insulin cartridge) before resuming use. No ketone testing was performed.